Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position, and blood was also noted in the helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, upon positioning, the helix screw would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation summary. Evaluation summary: (B)(4): shaft seal out of position, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.